Event description:
The customer was hospitalized for high bgs. The customer stated that the pump battery cap just popped out, will not stay in, and the 0-ring is out and cannot find it. Customer received a no delivery alarm prior to their admission. The customer had several surgeries recently and currently has an open infection. Customer has lost weight recently.